Manufacturer narrative:
Concomitant medical products: t510-29h tissue valve, implant date: (B)(6) 2003; sedr01 ipg, implant date: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing on the right atrial (ra) lead on non-magnet electrograms (egm) and some atrial high rate egm was noted. The lead remains in use. No patient complications have been reported as a result of this event.